Event description:
It was reported that the patient was having a revision of the lead and implantable neurostimulator (ins) ¿location¿ on the day of the report due to high impedances on the lead and stimulation no longer helping the patient¿s symptoms. The loss of stimulation therapy as well as the pocket pain were discovered a couple of weeks prior to the report when the patient saw their managing healthcare provider (hcp). When the patient was ¿opened up¿, it was noticed that ¿the plastic on the lead covering¿ was cut and there was blood along the length of the lead as well as in the ins header block and clear casing around the header block. After the lead was replaced and connected to the existing ins, impedance readings at 2v were greater than 4,000 ohms on some of the bipolar pairs as well as on all or some of the unipolar pairs. Impedance testing was re-run at a higher voltage ("around 2v") and a pulse width of 300's but the readings were still greater than 4,000 ohms on c,3; 0 ,2; 1,2 and 2,3. Electrode pair 1,3 was reportedly 1,882 ohms. The pulse width was increased to 450 's but ¿the measurement couldn¿t be made at c,3¿ and the high impedances persisted with the same electrode pairs as before. Impedances were re-measured at 3v and 450's after which electrode pair c,3 had a reading of 2,083 ohms. The reporter was recollecting this number (2,083 ohms) but didn¿t have the actual data at the time of the report. The high impedances reportedly persisted on all electrode pairs with electrode #2. The ins was switched out after which the high impedances resolved. The patient was reportedly feeling stimulation post-operatively in the vaginal, rectal and perineal areas. Additional information was received which reported that the patient lost stimulation sensation about two months prior to the report. The cause of the blood in the header block was not determined but all parts of the lead were explanted. The patient was receiving effective therapy. This information was also reported in manufacturer¿s report # 3004209178-2014-02984. Per manufacturer¿s device registry, both systems were active at the time of the report. One system, details of which were unknown to the reporter, was indicated to have been explanted previously. It was ultimately unclear which system this event pertained to. Therefore a report was filed on both systems.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v192383, implanted: (B)(6) 2009, product type: lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 3093-33, lot# v196154, implanted: (B)(6) 2009, product type: lead; product ID neu_unknown_lead, product type: lead. (B)(4).